Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced vertigo, pain, poor sound quality and a performance decrement with the device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.